Event description:
It was reported by the clinic that the pt expired on (B)(6) 2014, due to cardiac arrest two hours into peritoneal dialysis therapy. It was also reported that the pt had been seeing a cardiologist due to heart complications and had do not resuscitate (dnr) orders, and as such was not revived.

Manufacturer narrative:
This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon final review of medical records by post market clinical physician and completion of the plant's investigation. This report is related to two product reports submitted for the same event.